Event description:
On 21-apr-20025 the user reported that on (B)(6) 2025 they experienced a hypoglycemic episode with blood glucose (bg) levels nadir 20mg/dl requiring emergency medical services (ems) intervention. Ems treated the user with intravenous glucose and was not transported to the hospital.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.